Manufacturer narrative:
The field service engineer (fse) observed a slow leak from reagent probe a. The fse replaced the a/b and 3-way valve and tightened the syringe. Leaking was still observed. The fse reseated the tubing in the bead which corrected the issue. Identified failure mode: the fse confirmed failure mode to be reagent probe tubing not reseated properly. (B)(4).

Event description:
Customer reported a leak when using the unicel dxc 600 synchron system. The customer stated that there is about a half of cubic centimeter clear fluid on the pan under the reagent probe a. The customer was wearing gloves and lab coat. There was no report of operator exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.